Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that the patient underwent a previous revision surgery. All components except the echelon stem were revised due to infection. It was communicated via email that no radiographs or patient medical records will be provided for review. Therefore due to insufficient information, no clinical assessment can be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported a revision surgery in which a smith and nephew femoral head was replaced as consequence of a thr infection.